Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater than 125 ohms on the right ventricular (rv) channel. The defibrillation threshold (dft) testing was performed. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.